Manufacturer narrative:
This report is submitted on november 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced facial nerve stimulation with device use. A CT scan revealed that the electrode was not correctly placed in the cochlea. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.